Event description:
It was reported that the right ventricular lead had a gradual increase in impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted the rv pace lead impedance has gradually increased from a baseline of around 475 ohms in (B)(6) 2013 to around 1000 ohms in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 419488 lead 2007-(B)(6), 1688t-52 competitor lead 2007-(B)(6), (B)(4).